Event description:
The customer has reported that the holster was pulled off of the table & dragged the unit onto the floor. The trauma caused the cocking mechanism to break off & possible internal damage to the st holster. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint and found that the cocking mechanism lever broke. The firing lever curved end was replaced to correct the complaint. Service test were performed with no functional faults found. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.